Event description:
It was reported that the patient's daughter called emergency medical services (EMS) as the patient had a heart rate of 83 and a peripheral oxygenation of 72%. The patient was intubated and cardiopulmonary resuscitation was initiated. The patient was transferred to the emergency room where mechanical and chemical resuscitation was attempted but was unsuccessful. The patient passed away on (b)(6)2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.